Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 369mg/dl. The father stated his son was vomiting prior to her admission. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. Instructed the caller to remove the cannula and it was not bent. Suggested the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.